Manufacturer narrative:
During inspection and testing, service found the auxiliary water channel was clogged by glue at the distal end. A review of the device history record found no deviations that could have caused or contributed to foreign material in the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the glue clogged the auxiliary water channel due to glue being insufficiently cleaned when assembling the distal end cover at the previous repair. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there was no water jet function due to clogging of the distal end port. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported problems with air/water flow from the subject device after it was repaired. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the auxiliary water channel was clogged by glue at the distal end. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.